Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the patient's mother that her son was diagnosed with a corneal ulcer after seeing four different physicians/ecps. Cvi received medical information from one of the ecps, which provided the following detail: on (B)(6) 2016, the patient came into office with complaints of irritation and light sensitivity (os); findings were: severe epithelial staining, severe corneal infiltrates, severe epithelial edema, severe stromal edema, severe limbal injection, severe bulbar injection, and corneal scarring; patient was diagnosed with a central corneal ulcer (os), and patient was referred to an ophthalmologist. Cvi contacted the ophthalmologist's office and confirmed that the patient was seen on (B)(6) 2016. Cvi made a reasonable and good faith effort to obtain additional medical information without results.